Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer declined to complete the check. No additional information was provided. Customer's blood glucose ranged from 300-412 mg/dl.